Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2019-apr-25. The rep adjusted their adaptive stimulation (as). There was nothing out of the ordinary here. This was confirmed with the account. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that since (B)(6) 2018, the ins had been going on and off and had been experience overstimulation intermittently, both of which were occurring in relation to body position. The patient also reported to the rep that their programmer would not always pick up the ins; it was intermittent. When the rep met with the patient in the office they could not replicate this communication issue. No causes were known that could have led to these issues. The rep performed reprogramming and reset the patient's adaptive stimulation settings. The issue was resolved. No further complications were reported or anticipated.